Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that replacement of the surgeon console master controller (smc) personal computer (pc) of the surgeon console was carried out, and the wiring of each computer was inspected. Following this action, the system operated normally and no recurrence was observed during repeated startup cycles. Evaluation of the logs indicated that the surgeon console lost general purpose input / output (gpio) communication and there was a surgeon console calibration failure. An error code for 'surgeon console communication: gpio connection' was observed. An error code for 'surgeon console: hand detect runtime self-test' was also observed, indicating that the surgeon console hand control may have been in hold mode or no motion is detected in any control device joints or the engagement status of the infrared (ir) sensor does not match that of the finger paddle. Evaluation of the surgeon console confirmed the reported condition. The most likely cause of the observed communication issue was traced to device design. Electrical noise in the surgeon console system was identified, induced by the general-purpose input / output (gpio) board foot pedal board group loops, noise from the universal serial bus (usb) bypass and overall length of the usb cable. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during preparation for a robotic laparoscopic right hemicolectomy, a communication loss occurred with the surgeon console. There was no patient involvement.

Event description:
It was reported that preoperatively, during preparation for a robotic laparoscopic right hemicolectomy, a communication loss occurred with the surgeon console (sc). There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates surgeon console master controller (smc) pc replacement was carried out, and the wiring of each computer was inspected. Following this action, the system operated normally and no recurrence was observed during repeated startup cycles. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.